Event description:
It was reported that the sharps coll 17l yellow experienced sharp protrusion through sharp container wall during use. Product defect resulted in a dirty needle stick injury. It has not been mentioned whether medical intervention was applied as a result. The following information was provided by the initial reporter: needle pierced container. 30g needle pierced container and resulted in needle stick injury to staff member. Container was reported to be only one quarter filled.

Manufacturer narrative:
H6: investigation summary the collectors are needle puncture resistant, not puncture proof. Retain samples of the lot were tested and show the collectors meet specification. Retain samples of the batch 20204006 were referred to and wall thickness measurements by magna mike showed no wall thickness deviation below the wall thickness minimum specification of 1.18mm. A device history review was conducted for lot number 20204006. Without additional evidence like a picture of the penetration or the actual sample no further investigation was possible.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is hdq us (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll 17l yellow experienced sharp protrusion through sharp container wall during use. Product defect resulted in a dirty needle stick injury. It has not been mentioned whether medical intervention was applied as a result. The following information was provided by the initial reporter: needle pierced container. 30g needle pierced container and resulted in needle stick injury to staff member. Container was reported to be only one quarter filled.